Manufacturer narrative:
Cine image review: four cine images were received from the account. The inflation of the solarice balloon is visible from the images. The fourth still cine images capture what appears to be the deflation of the solarice balloon. However, there are no still cine images capturing the alleged deflation difficulties reported by the account. The deflation difficulties cannot be confirmed from the still cine images provided. Evaluation summary: the device returned with kinks along the hypo-tube. The transition tubing was severely stretched and kinked. The balloon returned deflated with traces of residue present inside the balloon. The distal tip was pulled proximal into the distal balloon folds and deformed. The proximal inner shaft marker had moved proximal on the inner shaft. The proximal balloon bond was stretched and kinked. It was not possible to perform deflation testing. The solarice rx device is considered to be the same as euphora with the exception of a different brand name and minor differences in the labelling. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a solarice rx balloon catheter in the lad with strong calcification and 90% stenosis. No damage was noted to packaging. No difficulties noted when removing the protective sheath / packaging stylette from the device. On inspection the physician felt that the balloon profile was thicker at the proximal end. Negative prep was performed with no issues noted. Device did not pass through a previously deployed stent. No resistance was noted while advancing to the lesion. It was reported that after the first inflation of the balloon, the balloon had not filled homogeneously with contrast medium and failed to deflate at the lesion site. 50:50 concentration of contrast / saline was used by the physician. Device was not moved or re-positioned prior to the deflation difficulties. Due to this removal difficulties were encountered. Intervention was not required to remove the device

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.